Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an issue occurred during a thoraco/lobectomy. While firing from proximal to central line the device stopped firing halfway. The tissue may have been thick. The case was completed using a new device. There was no patient injury.